Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that during the post-operative testing of the system the pt did not have adequate coverage. A CT scan indicated the lead had migrated post-op. Follow-up identified the physician repositioned the paddle lead on (B)(6) 2013. Testing was done in the recovery area and the pt stated that stimulation was covering the pain area.